Event description:
During a left side cardiac ablation procedure, the sideport of the sheath detached. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond.